Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4).

Event description:
Same case as MFR report #: 2134265-2010-02580, -02581, -02583. (B) (4). It was reported that during a coronary artery drug eluting stenting treatment procedure a dissection and myocardial infarction occurred. The patient presented for treatment with angina and a previous unknown abnormal perfusion imaging study. At the time of the study index procedure, the patient received four study taxus liberte stents. Right femoral artery access was obtained. Two non-bsc wires were used to access the distal circumflex (cx) and distal obtuse marginal (om). Kissing balloon predilation with a non-bsc 3.5x25mm balloon in the mid cx and a 2.5x15mm maverick2 balloon in the mid om was performed and another manufacturer's 2.5x12mm drug eluting stent was placed in the mid om. The maverick2 balloon was repositioned into the cx and inflated multiple times. A 3.5x32mm taxus liberte stent was deployed at 8atm for 20s in the mid cx. A dissection of the mid cx was noted and treated with additional stents in the cx. A 3.5x20mm taxus liberte was deployed in the distal cx at 9atm for 15s and post dilated with a 2.0x30mm non-bsc balloon, a 2.75x12mm taxus liberte stent was deployed in the distal cx at 8atm for 15s, and a 2.5x12mm taxus liberte was also placed within the cx. Additionally, stenoses noted in "two of the four distal branches" were treated with balloon angioplasty only. The patient was observed overnight without incident and was discharged home in stable condition two days post procedure on effient and aspirin. Four days post procedure, the patient was hospitalized with a myocardial infarction. The patient presented with prolonged chest pain and cardiac enzymes were "mildly" positive. The patient was determined to be not an interventional candidate and was admitted. The patient was put on high dose lovenox and his angina medications were increased. The patient initially did well and his cardiac enzymes again were elevated and lovenox was restarted. There were no ECG changes noted and echocardiogram showed good left ventricular function. It was felt that the patients myocardial infarction was most likely due to residual small vessel disease. The event was considered resolved with sequelae six days later and the patient was discharged in stable condition to a skilled nursing facility.